Event description:
Per the clinic, the patient experienced poor sound quality with the device. Reprogramming attempts was performed however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.